Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received no delivery alarm. The customer's blood glucose was 7.4 mmol/l at the time of incident. The customer reported that it occurred multiple times. Troubleshooting was not provided. No alarms were cleared. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected insulin flow blocked alarms or no delivery alarms/occlusion anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 63 (variable 3) was present in the insulin pump trace download and pump error 63 (variable 3) alarmed during self test due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.